Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "repeated distal occlusion alarms. Device was discontinued upon patients death (unrelated to use of device)."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "repeated distal occlusion alarms. Device was discontinued upon patient's death (unrelated to use of device)."